Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with cracked belt clip slot and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete the insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.